Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has experienced low blood glucose since (B)(6) 2015. The customer noticed that the bolus wizard is sometimes not calculating the bolus estimate correctly. Blood glucose value was 37 mg/dl; he treated with food. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen and the daily totals seems accurate. The bolus wizard settings were checked; the customer stated the ration was supposed to be 1 to 15 but none of them were at that value, he is unsure if the parameters are correct and the food bolus is incorrect. Customer stated that the settings need to be adjusted by his doctor. Customer will monitor the insulin pump and call back if issues persist.